Event description:
It was reported that a healthcare professional contacted technical services (ts) to review a stored data transmission on the pacemaker. The hcp observed significant atrial activity on the histograms but noted that no atrial tachy response (atr) episodes were recorded. Ts explained that the atr trigger rate was set to 170 bpm, which is above the observed atrial sensing rate. Far-field oversensing in the atrium following ventricular pacing (vp) was also noted. Ts recommended measuring and adjusting right atrial (ra) sensing. This device remains in service. No adverse patient effects were reported.